Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission alert noted that the right atrial (ra) lead exhibited high pacing impedance. No changes or interventions were reported. The patient condition was not known.